Event description:
Pt. With known ms presented for tx requiring IV use of her subcutaneous infusaport. Infusaport accessed, saline infused, pain developed right shoulder & right neck prompting radiographic assessment. Xray revealed catheter line from infusaport completely fractured and distal portion of line had migrated into right ventricle. Successful retrieval of broken segment of c catheter by surgeon using snare instrument. 3-4cm piece of groshong catheter retrieved in 2005. Additional surgical intervention two days later required to surgically remove infusaport. No known harm to pt, no complications during or following removal of fractured catheter or infusaport.

Event description:
1600290000-2005-0003 - the product was not returned to the manufacturer. So an investigation, evaluation, failure analysis and/or laboratory testing could not be completed. A conclusion could not be reached because the product was not returned to the manufacturer. The hospital policy is to hold the product on site.